Manufacturer narrative:
Other relevant device(s) are: enlw1620c124e, v01024699; enlw1620c93e, v00793713. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft was implanted in a patient for the endovascular treatment of a 63 mm diameter abdominal aortic aneurysm. The proximal neck was 20 mm in diameter with a length of 46 mm. There was mild tortuousity bilaterally. It was reported that the CT showed there was 25 mm distal migration and there was a type ib endoleak on the left and was treated with a cuff and a limb and a cuff. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: per baseline crf sizing information the distal aortic diameter measured 57mm, the diameter of the left common iliac artery measured 19mm and the diameter of the right common iliac artery was 16mm. The length of the left common iliac artery seal zone was 34mm and the length of the right common iliac artery seal zone was 28mm. The iliac tortuosity was mild with no stenosis reported; bilaterally. The cause of the reported stent graft left limb migration, leading to the distal type I endoleak, could not be confirmed from the post-intervention films provided. Pre-implant films and earlier post-implant images were not available for review and comparison. The amount of migration could not be assessed and recent films showing the endoleak were not available. Post-intervention films confirmed that the contralateral limb was positioned within the aneurysmal left common iliac artery which measured ~40mm maximum in diameter, and the contralateral limb had been extended with another manufacturer's stent graft into the distal portion of the left common iliac. The likely cause of the event appears to have been due to disease progression; iliac artery vessel dilatation. No proximal migration of the bifurcate or any proximal seal issues could be confirmed. The bifurcate was positioned just below the lowest left renal artery, the sma was ~2 ¿ 5mm above the anterior apex of the suprarenal stent, no aortic cuff had been implanted, and no endoleak was seen. A slight amount of thrombus was seen within the distal right limb extension and left limb extension; the cause of the events could not be determined.

Event description:
Additional information received as follows: the investigator assessed the type ib endoleak and migration to be device related.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received as follows: the migration of the left limb was assessed by the investigator to be proximal migration.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.